Manufacturer narrative:
The sensor was received by lifewatch on (B)(6) 2011, and device testing is still ongoing. Upon completion of preliminary testing, the device will be shipped to the manufacturer for further evaluation.

Event description:
The patient reported that he felt a "tingle like a needle pinch." Although there was no long term injury, no physician intervention, and no medications prescribed, an MDR is being filed as a conservative measure. The following information was obtained via a telephone conversation held with the patient on (B)(6) 2011: the patient reported skin irritation from the meditrace electrodes, consisting of itchy, lumpy, red raised bumps, hives, and burning sensation. He also reported little tingles, like a needle pinch, on his left side. The tingles were sudden, remained steady, and intermittent. The patient's skin was irritated prior to feeling the tingles. He reported sometimes the gel leaks out of the electrodes. It looked like jelly. The patient reported using over-the-counter bacitracin, cocoa butter, and eucerin cream on the irritated skin. The irritation is healing/scabbed (at end stage). The patient reported the sensor/electrodes were in the bathroom when he showered.